Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly if it becomes available. The full initial reporter name is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed "maintenance code #7" with no current malfunction. The iabp was exchanged and taken to the biomedical engineer. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed "maintenance code #7" with no current malfunction. The iabp was exchanged and taken to the biomedical engineer. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The customer reported that code # 7 is a power supply fan failure, and that the unit was opened up and the fan was vacuumed and also cleaned with pressurized air. The voltages were checked and the it was verified that the fan was operating properly. They then performed a preventive maintenance on the iabp unit. The iabp unit was then cleared for clinical use and has been back in clinical use with no issues.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed "maintenance code #7" with no current malfunction. The iabp was exchanged and taken to the biomedical engineer. No patient harm, serious injury or adverse event was reported.